Event description:
It was reported that when using the bd pyxis¿ medbank tower aux unable to issue vitamin d3 25mcg (10 tab). The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist (tss) found that the customer did not have admin privileges. In medbank my qlink items, the item was not assigned to the cabinet. Review of the cubie admin screen for drawer 1 showed that no item was assigned to bin, although the customer stated the item was visible in that bin. The cubie was released in the cubie admin screen; the customer was instructed to reinsert it back and the item was then successfully stocked. The customer confirmed the item could be issued and authorized closure of the case. The system functioned as intended after the technical support specialist troubleshot the device.